Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: material no: 305106, batch no: 8290965. Description: distributor reached out because an rn in dermatology reported a problem. Dr. Has noticed over the last 3-4 weeks occasionally a needle is not working ¿ will not allow liquid to dispense it appears there is no hole in the needle.

Manufacturer narrative:
The device available for evaluation, date samples received, method/results/conclusion codes, and investigation summary have been updated. The following information has been updated: device available for eval?: yes . Returned to manufacturer on: (B)(6) 2019. Device return to manuf.?: yes. Device eval by manufacturer?: yes. Method codes: 3331, 10. Results codes: 213. Conclusion codes: 67. Investigation summary: eight hundred (800) samples were received from the customer for investigation on (B)(6)2019. Eighty (80) samples were selected at random and were visually examined using 10x magnification. The samples were found to not be bent, and no defects were observed. There was no damage, the bevels were good and the etch was good. No defective grind was found and no hooks were observed. None of the samples were found to be clogged as light could pass through the needle. Based on the investigation conclusion the condition reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle defect - other for lot #8290965 item #305106. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: while a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: based on the investigation conclusion the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: material no: 305106 batch no: 8290965 description: distributor reached out because an rn in dermatology reported a problem. Dr. Has noticed over the last 3-4 weeks occasionally a needle is not working ¿ will not allow liquid to dispense it appears there is no hole in the needle. Identified lot: 8290965.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: material no: 305106 batch no: 8290965. Description: distributor reached out because an rn in dermatology reported a problem. Dr. Has noticed over the last 3-4 weeks occasionally a needle is not working ¿ will not allow liquid to dispense. It appears there is no hole in the needle. Identified lot: 8290965.

Manufacturer narrative:
H.6. Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. H3 other text : see h.10.